Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Customer's blood glucose ranged from 99-278 mg/dl. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Device not returned.